Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. There were no "no delivery alarm" or stuck key alarm noted on the event date 19-may-2024 in the pump history file. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses listed on the event date 19-may-2024 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 19-may-2024 in the pump history file. 05/20/2024 00:00:00.000 daily totals. Daily total collection start time = 05/19/2024 00:00:00.000. Daily total of all insulin delivered = 34.725. Daily total of basal insulin delivered = 34.725. Daily total of bolus insulin delivered = 0. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 19-may-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. No button/keypad anomaly noted during testing. Keypad/button unresponsive/button error not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced low blood glucose, keypad anomaly, and insulin flow blocked alarm. Emergency medical services was dispatched and the customer was transported to the emergency room. Blood glucose reading at the time of event was 44 mg/dl. Low blood glucose was treated with glucagon. The customer was using the insulin pump system within 48 hours of the reported event. It is unknown whether the customer used sensors at the time of incident. Troubleshooting was declined. The event involved products mmt-397a, mmt-1715k, and mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1715k. No product return is required for mmt-332a.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, insulin flow block alarm and low blood glucose. The customer reported hypoglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-397a, mmt-1715k, mmt-332a. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-1715k. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.